Event description:
It was reported that tip detachment occurred. The target lesion was located in the popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the adhesion between the shaft part and the tip of the device was detached, and the shaft part was shifted toward the front. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified no kinks or damage to the hypotube of the returned device. The inner shaft was found to be completely detached at the distal tip bond. A visual and tactile examination identified no issues with the balloon of the device. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the adhesion between the shaft part and the tip of the device was detached, and the shaft part was shifted toward the front. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the inner shaft had moved proximally within the balloon. Additionally, the issue was noticed during insertion to sheath, so it had never entered in the patient. The device was removed intact. The physician thought this event related to pulling the balloon protect tube.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the adhesion between the shaft part and the tip of the device was detached, and the shaft part was shifted toward the front. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the inner shaft had moved proximally within the balloon. Additionally, the issue was noticed during insertion to sheath, so it had never entered in the patient. The device was removed intact. The physician thought this event related to pulling the balloon protect tube.